Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The pump was not observed to power on and off without user input, however a "check battery" alarm was confirmed in the device history log. The cause was determined to be contact between the scanner bracket screw and the 2 traces of the backflex causing shorting. Shorting of the backflex may cause the device to power on without user input, enter sleep mode and shutdown without user input, while operating on power supplied from a battery module only.

Event description:
It was reported that a pump powers on and off without user input. It was also reported that there was no pt injury.